Manufacturer narrative:
Pending device investigation completion.

Event description:
It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The first clip (xtw 40402r1083) was successfully placed in the central position (a2p2), but during release, the clip opened from fully closed to about thirty degrees and mr was unchanged. A second clip was to be placed to stabilize the first clip. The second clip (xt 40531r1091) was placed in the centro-lateral position but was not implanted because the grippers did not lower, as the clip was caught in the chordae in the left ventricle. After removing this clip, two more clips were implanted successfully to reduce mr, but there was no significant reduction in the initial mr. The patient is stable and is awaiting a new evaluation with transesophageal echocardiography (tee) for possible cardiac surgery since there was no improvement in mr. The physician has established that he believes the patient suffered an adverse event due to the product's performance. It was later reported that the patient underwent mitral valve replacement surgery due to increased mr on (B)(6) 2025. The patient remains in serious but stable condition in the hospital.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult positioning in anatomy was due to procedural circumstances. The reported single gripper actuation issue was a cascading event of the reported difficult positioning in anatomy. The reported worsening mr was likely due to patient condition. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The first clip (xtw 40402r1083) was successfully placed in the central position (a2p2), but during release, the clip opened from fully closed to about thirty degrees and mr was unchanged. A second clip was to be placed to stabilize the first clip. The second clip (xt 40531r1091) was placed in the centro-lateral position but was not implanted because the grippers did not lower, as the clip was caught in the chordae in the left ventricle. After removing this clip, two more clips were implanted successfully to reduce mr, but there was no significant reduction in the initial mr. The patient is stable and is awaiting a new evaluation with transesophageal echocardiography (tee) for possible cardiac surgery since there was no improvement in mr. The physician has established that he believes the patient suffered an adverse event due to the product's performance. It was later reported that the patient underwent mitral valve replacement surgery due to increased mr on 09 april 2025. The patient remains in serious but stable condition in the hospital.